Event description:
This is filed to report clip open while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), the clip relaxed and opened 15-20 degrees while establishing final arm angle (efaa). Troubleshooting was performed three times, but the clip continued to fail. The clip was not used. One clip was prepared and implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open - efaa) associated with clip failing efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.